Manufacturer narrative:
A product investigation was completed: the investigation has shown that the tip of the screwdriver is broken. The broken tip fragments were not returned. The handle is intact and undamaged. The review of the production histories revealed that this instrument was manufactured in april 2011 according to the specifications. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Though the exact cause cannot be identified, the damage appears to be the result of excessive forces. No product related issues were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Manufacture location: (B)(4). Manufacture date: april 20, 2011 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was returned to surgery on (B)(6) 2017 for removal of unknown hardware. It is further reported hardware removal was scheduled because implant was bothering the patient. During the extraction procedure, surgeon reported difficulty removing a screw and the head of the screwdriver broke off. All fragments were retrieved. Surgery was not delayed due to this event. Patient outcome reported as good. This report is for one (1) screwdriver. This is report 1 of 1 for (B)(4).